Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient stated that they decided to go to urgent care when they felt nauseous and their blood sugars were at a high 438 mg/dl. The patient stated at the urgent care their blood sugar level was 420 mg/dl. At the urgent care they checked for ketones which was a negative result. The patient stated the urgent care staff advised for them to go to the emergency room.